Manufacturer narrative:
Additional information was received indicating that the trach tube was checked without issue at pre-use check. The patient was also reported to be vent dependent. No patient injury was reported.

Manufacturer narrative:
Four tracheostomy bivona tube was returned for analysis. Visual inspection was performed at 12" under normal lighting to received unit, in order to detect any damage on the cuff, airline or pilot balloon. No damaged could be detected. Samples were filled with 5cc of air in order to see if there was any functional problem. When inflating the units with air, it was seen that pilot balloon inflated but all air was stuck in it. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely. When measuring the cuff, the percentage for the symmetry was for sample 1: 39.47%, for sample 2: 41.17%, for sample 3: 50% and for sample 4: 44.44% these results are over 33.3% that is the minimum acceptable. Based on the test, the units are within spec. A review of the manufacturing process was conducted by quality engineer on in order to verify that there are no situations or practices that could create the event as described in "description of non-conformance" section. All procedures are being carried appropriate. There is no root cause for this event since the complaint was not confirmed. Device history review: p/n=67pfss40; l/n= 3744775; qty released= (B)(4) units. Mfg date= january,2019. Idr, dmr, or da= n/a.

Event description:
Information was received that while a smiths medical tracheostomy was in use, the cuff was not inflating. No patient injury resulted. Incident has been reported to be resolved.